Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridges did not fit onto the pump resulting in the cartridges not being recognized by the pump. There was no reported adverse impact to the customer's blood glucose level. The customer declined to troubleshoot the issue.